Event description:
Customer reported an issue with an incorrect time display on the pump, which was more than five minutes off. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to update the pump time and was advised to monitor and follow up if the discrepancy recurs, which the customer understood and acknowledged.